Event description:
A malfunction was reported following a software update, with the malfunction code "malf 0" displayed on the pump. Customer support provided information on resetting the pump and assisted the customer, but the pump could not be shut down despite various attempts. It was confirmed that a replacement pump would be sent as the original is under warranty. The customer was instructed to use a backup insulin pump to ensure continued insulin delivery, understood how to put the pump into storage mode, and agreed to return the malfunctioning pump using a prepaid label within 10 days. There was no reported impact on the customer¿s blood glucose level.